Manufacturer narrative:
Device was used for treatment not diagnosis (B)(4). Investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient, initially treated with im nails to left femur and tibia, moved away during post op period, had ongoing pain. Diagnosed with non-unions and treated in (B)(6) 2012 involving an exchange of the nail from left femur and removal of im nail from left tibia with open reduction internal fixation using plate and iliac autography. Tibia is now pain free and united. Left femur is still painful and showing no sign of radiographic union. (B)(6) 2013 nail in left femur was revised using a 95 degree condular blade plate and iliac autography. Outcome is favorable. This is 1 report of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Implant date unknown day in (B)(6) 2012.